Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative in the UK reported issues with the vcare medium (34mm) cup #60-6085-201a, lot 202104261, recently experienced by (B)(6) treatment centre on (B)(6) 2021. Information received was that during a laparoscopic hysterectomy, when removing the device, it came away in 3 pieces and remained in the patient. The odp had to reach in and retrieve them. It is noted there was no impact or injury to the patient and the procedure was successfully completed with a 5 minute delay. Photographs provided seem to indicate the green cup, balloon with white band (cuff) and the blue vaginal cup all slid off the end of the vcare shaft. Nothing appears to be broken apart and the white cuff is still attached to the balloon. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence as it noted the vcare components detached during surgery but all pieces were removed.

Manufacturer narrative:
Investigation of the reported complaint is confirmed. The device will not be returned for evaluation however photographic evidence was provided that confirmed the reported problem. The returned device exhibits the reported claim, nevertheless a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of 3 complaints for this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 103 complaints, regarding 145 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. IFU advises user to check the pilot balloon frequently to ensure inflation of intrauterine balloon. If balloon ruptures, pilot balloon will not feel firm when squeezed between fingers. If intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare &replace it with new vcare. IFU gives specific direction as to carefully removing the vcare after use. Upon removing, the surgeon should visually inspect the vcare & patient to make sure the entire device was properly removed & no components were retained in patient. For safe removal of the device from patient, follow instructions. The cup locking mechanism must be locked at all times when using. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative in the UK reported issues with the the vcare medium (34mm) cup #60-6085-201a, lot 202104261, recently experienced by (B)(6) centre on (B)(6) 2021. Information received was that during a laparoscopic hysterectomy, when removing the device, it came away in 3 pieces and remained in the patient. The odp had to reach in and retrieve them. It is noted there was no impact or injury to the patient and the procedure was successfully completed with a 5 minute delay. Photographs provided seem to indicate the green cup, balloon with white band (cuff) and the blue vaginal cup all slid off the end of the vcare shaft. Nothing appears to be broken apart and the white cuff is still attached to the balloon. Additional clarification received confirms there was no impact or injury to the patient. The incident occurred as the v-care was being removed with the uterus attached, so the procedure was completed and the pieces that broke off were removed manually. The green cervical cup was not sutured in place when issue occurred. The v-care had been in situ for approximately 1hr and 20 mins. The v care device that is used in the uterus was seen on the camera stack that the device had fallen apart inside the patient. The device is used inside the uterus to manipulate and to give land marks on where to dissect. It was seen to fall apart as she started to withdraw the v-care from the uterus. The member of staff manually removed the pieces through the vagina under vison with the laparoscope staff asked for a new vcare to compare the two to make sure that all the pieces were retrieved out of the cavity. The additional clarification received does not impact the filing of this report. This incident will still be reported on the basis of malfunction with potential for injury upon reoccurrence as it noted the vcare components detached during surgery but all pieces were removed.